Event description:
Hill-rom received a complaint on one of it's excelcare bariatric bed frames alleging the CPR cable was disconnected from the handle. A hill-rom service technician was dispatched and performed an investigation and found the CPR cable disconnected during his inspection. He reconnected it and adjusted it to return function to the CPR assembly. Hill-rom is reporting this malfunction in compliance with 21cfr803.3 where this failure mode was involved in an adverse event on 05/05/2009 indicated in MDR 1045510-2009-00021.